Manufacturer narrative:
This report is submitted on january 30, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [134503 - device analysis report reg.pdf]

Event description:
Per the clinic, the patient experienced an infection resulting in the decision to explant the receiver stimulator on (B)(6) 2018 leaving the electrode array in situ. The patient was not reimplanted during the same surgery.

Manufacturer narrative:
Per the surgeon, it is now reported that the patient was treated with oral antibiotics for several weeks prior to explantation for infection that improved. Several weeks later the patient was admitted for IV antibiotics for acute mastoid infection. This report is filed on february 12, 2019.